Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was lower than that of the implantable pulse generator (ipg) lower rate setting. The ipg remains in use. No patient complications have been reported as a result of this event.